Manufacturer narrative:
E.1. Initial reporter facility: county of riverside ruhs riverside university health system a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to log into device after upgrade to 1.11. A technical support specialist (tss) determined that the device upgrade performed by the remote deployment team may have caused the loss of identity server information. The tss planned follow-up with the product support engineer to confirm expected behavior and corrective steps, verified the identity server settings, rebooted the device, and tested login using a local user account to validate access. And resolved the issue. The system functioned as intended after both technical support specialist and product support engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was unable to log into device after upgrade to 1.11. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.